Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported false upstream occlusions during testing, which was not reproduced during evaluation due to an unrelated issue. A review of the event history log identified false upstream occlusions during testing as upstream occlusion. The cause was determined to be an out of specification ultrasonic sensor calibration reading. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false upstream occlusions. There was no patient involvement. No additional information is available.